Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The logs in zed confirm that the patient electronics unit could power on and send readings as of 08may2024, indicating replacement of the power supply resolved the issue.

Event description:
The patient reported frayed wires on the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.